Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. (B)(4).

Event description:
A facility representative reported a preloaded intraocular lens (iol) in which the iol was stuck in the cartridge. There was contact with the patient and the procedure was completed the same day. Additional information is requested.